Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 800-899 mg/dl. Cause of bg level was not known. Customer went to the emergency room with high ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Date of event is approximate.